Event description:
Out of caution/afraid of possibly experiencing the same health problems again that the first kaz unit (honeywell brand) caused in my home, I ran this second unit in my office first as a test, since it's a bigger area, approx. The week of (B)(6) 2011 to (B)(6) 2011 before taking it home to use. I followed all manufacturer directions for setup and cleaning, etc., including using the included protec antimicrobial cleaning cartridge, and I emptied the unit daily and rinsed and dried all surfaces, allowed them to dry at least 18 hours before using again. I used only bottled distilled water, newly opened. After running unit second partial day, while drying it, I saw that the white plastic inside was turning black/discoloring. I wondered if that was caused by grease since the first unit had grease on it. It was not mold, there was not enough time and I was cleaning it and drying it religiously from the outset. I also checked the packages very thoroughly when I purchased each unit to be certain they were unopened/not previously used. I decided to keep trying the unit since I still needed relief for dry eyes. At home in the smaller area again, I experienced what seemed at first like a "regular" sore throat, I didn't realize it was related at the time, but then I was having a sore throat continually, every day. Then after several days of use, I noticed I also had another black blood blister/bubble in my mouth in a different location than the one I had with the first kaz unit. The blood blister went away after I stopped using the second unit. After a couple days use of the unit at home, I also began experiencing a lot of phlegm in my throat and began coughing. I then also began having trouble swallowing anything and feeling like I was choking as food would get stuck in my throat. It didn't occur to me at the time that this was related to the unit since it didn't begin instantly as with the first unit. After a week of being up all night every night for over a week with the worst cough and the most phlegm I've ever had in my life and continuing swallowing problems, I saw a doctor. I was referred to a gastroenterologist for the swallowing issue. Swallow test was ordered, but I needed to wait until after the severe cough let up before I could do it. In addition to other recommendations, the doctor on (B)(6) said I should be running a humidifier to help loosen the phlegm. Because of the continuing discoloring of the plastic on the first vick's unit, I had discontinued running it. But I had called the manufacturer and was told by (B)(4) that it shouldn't be discoloring like that and must be defective, and since doctor was now telling me to use a humidifier for the phlegm, I returned the discoloring, defective unit and on (B)(6) 2011 I purchased another identical unit of the vick's v4500. (B)(4) at kaz had sounded so assuring the units don't normally have these issues I thought it would be safe to purchase another one of the second unit and that it would not turn black also. I will file a third and separate report on the third kaz unit, which also produced health problems and also discolored in the same place. I have photos of the discoloration on the units I returned which can be emailed if needed or I will try to enclose printouts with this report if the print quality will show the marks clearly like the digital photos do. If something in this product causes the plastic to turn black after only 2 several-hour uses, what is it doing to people's mouths, nasal passages, throats and lungs when we're using them and inhaling the mist, especially upon repeated or prolonged use, and especially if being used with babies or children who cannot tell us if they experience discomfort? Discoloration (white plastic parts of humidifier where water was circulating, turning black - from grease or oil in motor area or something in the chemicals in the protec antimicrobial cartridge that was included?). Because of this, and since these adverse events happened to me and/or to the units repeatedly with three kaz-manufactured humidifiers (one honeywell and two vick's), I am convinced that all these health issues I experienced were related to the humidifiers (and because all symptoms appeared when I used the units and cleared up when I discontinued using the units). I filed a consumer product safety concern report with the cpsc (consumer product safety comm.), report number was (B)(4), related to this and one other vicks v4500 humidifier (both of which I am filing FDA reports for currently), only to be advised later by email that these humidifiers are not covered under this agency and that I should contact the FDA instead. I do have a hard copy of the report dated (B)(4) 2011 which they had mailed to me before they determined that these were not under their jurisdiction. Same rptr as mw5024824 and mw5024826.